Manufacturer narrative:
(B)(4). This is a report of a user error. The patient complained of cold solution going into him. The nurse stated they purposely set heat bag lower than hc and supply bag on top. This report cannot be confirmed in the lab due to a lack of sample. The root cause is user error/ mis-use. This review found the labeling adequate for the user errors in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for an incomplete prime, the registered nurse (rn) stated the home patient (hp) complained that the solution going in was cold . The nurse stated they purposely set heat bag lower than hc and supply bag on top. Technical service representative (tsr) explained since heater bag was not on hc it was not going to warm. A follow up was done via phone call. The rn stated there was no injury or medical intervention as a result of this incident. There was patient involvement at the time of this reported problem.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A sample will not be returned to baxter. Should any additional information become available, a follow-up report will be submitted.